Event description:
It was reported that a vn500 was involved in an incident in the clinical area. The ventilator was in used in hfo vent. Mode, pat. Desaturated and customer said that the pat. Eventually passed away.

Manufacturer narrative:
The investigation has just started; results will be provided in a follow-up report.

Event description:
It was reported that a vn500 was involved in an incident in the clinical area. The ventilator was in used in hfo vent. Mode, pat. Desaturated and customer said that the pat. Eventually passed away.

Manufacturer narrative:
It was reported that a vn500 was involved in a clinical incident in which the patient died. We were not aware of the patient's previous status. According to the initial information provided, an use error was suspected. The log file revealed that no ventilation was performed at the reported time of the incident (B)(6). However, the log file showed that hfo ventilation had been performed between february 10 and 13. This period was analyzed. Therefore, it could be confirmed that the device detected several disconnection situations in this time span. As a result the device posted several times the alarm message "disconnection?". A device malfunction could not confirmed by log file analysis. The device detected several disconnection situations and posted like specified accompanying alarm messages to inform the user. The high number of disconnection alarm messages indicates an issue with the breathing circuit. The device behaved and alarmed as specified according to the investigation results. The results of the investigation did not reveal any new risks which are not covered by the product risk management file.